Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to the patient's supraventricular tachycardia (svt). It was noted this patient felt no symptoms with the inappropriate shocks. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and three inappropriate shocks due to the patient's supraventricular tachycardia (svt). It was noted this patient felt no symptoms with the inappropriate shocks. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The patient's medications were changed, and the rhythm was terminated.

Manufacturer narrative:
Additional information added to b5.